Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. Initially, the plan was to surgically abandon (cap) the lead. However, during the revision procedure, fluoroscopy revealed that the lead was dislodged. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded at the hospital.

Manufacturer narrative:
This supplemental report is being submitted to include the observation of loss of capture. This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. Initially, the plan was to surgically abandon (cap) the lead. However, during the revision procedure, fluoroscopy revealed that the lead was dislodged. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded at the hospital. Additional information: further information revealed that loss of capture was also observed.